Event description:
I placed new primary IV tubing in the IV pump channel. After the tubing was attached to the peripheral intravenous line (piv), I turned the pump on and programmed it. After I pressed start, the channel light turned green, then yellow, and then red, and the pump started to beep. I repositioned the IV tubing and pressed start again with the same results. I unhooked the IV tubing from the piv hub and flushed the piv again with no complications. I pressed start at the IV pump again went from green to yellow, and then to red and started beeping. I looked at the pump and noticed that the top of the chamber looked like it was not closed all the way. As I was unlatching the chamber door, I saw a big bubble in the tubbing at the top of the chamber, below the blue spike that sits on top of the chamber door, that attaches to the pump segment part of tubing. As soon as the door was unlatched, the bubble burst, the blue spike separated from the tubing, and the potassium fluid that was attached to the tubing sprayed me in the face and eyes.